Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the physician reported to have a patient with an infiltration of the hydrogel into the rectal wall. It appeared that the hydrogel was placed in the right place at the base but when viewing the midgland and apex it appeared that the hydrogel was under the rectal wall. The patient's radiation treatment will be delayed. Ther were no patient complications as result of this event.